Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had electromagnetic interference over-sensing. It was noted that the emi was just an isolated incident and the device appears to be currently functioning as programmed. The device remains in use. No patient complications have been reported as a result of this event.